Manufacturer narrative:
(B)(4).

Event description:
The patient's lv threshold was at 436v at 1ms. The device was programmed at 1mv to ensure capture. This device remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.